Event description:
It was reported that the user experienced a severe high blood glucose event after receiving a cortisone injection a few days prior, and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment, disability, hospitalization, or intervention beyond routine self-management. Investigation included a review of available event details and an assessment for device performance issues. Investigation of this case revealed no specific device malfunction or component failure and no confirmed device-related contribution to the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.